Event description:
It was reported on (B)(6) 2025 a 14 mm amplatzer septal occluder was selected for implant using a 7f amplatzer trevisio intravascular delivery system. All devices were prepared per instructions for use (IFU). Sizing was done with an 18 mm amplatzer sizing balloon ii. While deflating the sizing balloon, air could not be released. Upon inspection the hub of the balloon appeared to be cracked. A new sizing balloon was used to complete sizing. During the procedure it was noted that there was resistance when inserting the delivery system into the patient and advancing the delivery system through the patient anatomy. The occluder could not be advanced through the delivery system. The delivery system was replaced with a new 8f amplatzer trevisio intravascular delivery system to complete the procedure. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of deflation problem due to fractured balloon was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 14mm amplatzer septal occluder was selected for implant using a 7f amplatzer trevisio intravascular delivery system. All devices were prepared per instructions for use (IFU). Sizing was done with an 18mm amplatzer sizing balloon ii. While deflating the sizing balloon, air could not be released. Upon inspection the hub of the balloon appeared to be cracked. A new sizing balloon was used to complete sizing. During the procedure it was noted that there was resistance when inserting the delivery system into the patient and advancing the delivery system through the patient anatomy. The occluder could not be advanced through the delivery system. The delivery system was replaced with a new 8f amplatzer trevisio intravascular delivery system to complete the procedure. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.